Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported for right side "heard about the recall¿, ¿right side nodule¿, ¿microcalcifications not associated with nodular image¿, "pain", ¿occasional ¿stabbing¿ sensations¿, "sparse cysts", ¿benign calcifications¿, ¿capsular retraction¿ with ¿painful symptoms¿, ¿small amount of intracapsular fluid¿, ¿small sparse cysts smaller than 0.5 cm". The cysts are not related to the device. Device remains implanted.